Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer stated their blood glucose was 963 mg/dl at the time of admission. The customer stated treatment with the insulin pump would not lower their blood glucose, prompting the hospitalization. The customer reported experiencing nausea, a fever and was vomiting from their high event. The customer reported diabetic ketoacidosis was the cause of their hospitalization. Customer reported they were not wearing the insulin pump at the time of hospitalization. Troubleshooting found the insulin pump passed a high pressure test. The customer was advised to complete a set change. The customer's blood glucose was 118 mg/dl at the time of the call. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.